Event description:
The customer reported that the tube was inserted on (B)(6) 2023 and a broken shaft was discovered on (B)(6) 2023. Presented to ed with leakage. Additional information received on (B)(6) 2023 stated that the simple topical treatments was applied to the skin, once faulty device removed and new device inserted, leakage stopped and skin healed.

Manufacturer narrative:
Based on additional information received on (B)(6) 2023 additional event information was added to section b5. Section h6 health effect - impact code was also updated.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. A sample was not received for the investigation and the device history record was reviewed and indicated that the product was released accomplishing all quality standards. However, a corrective and preventive action has been initiated to address the reported issue. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube was inserted on (B)(6) 2023 and a broken shaft was discovered on (B)(6) 2023. Presented to ed with leakage.